Event description:
Immediately upon placement, the pulmonary artery catheter reportedly did not give an internal (core) temperature reading and the pulmonary artery pressure and cardiac output measurement also did not function. The optical module and monitor cables were changed out and the system still did not function. The catheter was replaced through the original introducer. There were no adverse pt effects.